Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient expired while on the liberty cycler, during sleep. No other information was available surrounding the death. No autopsy was performed.

Manufacturer narrative:
Clinical evaluation: a temporal association exists between ccpd treatment with the liberty cycler and the patient¿s death on (B)(6) 2017. Based on the available information, no conclusion can be made that there was or was not any causal or contributory relationship between the patient¿s death and the liberty cycler. However, there is no documentation that indicating, nor any reported allegation of a causal or contributory relationship between the liberty cycler and the patient¿s death event. The cause of the patient¿s death is unknown at this time. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient expired while on the liberty cycler, during sleep. No other information was available surrounding the death. No autopsy was performed.